Manufacturer narrative:
During a review of the alarm trace, an abnormal reagent probe movement alarm was observed. Film was detected on an assay reagent bottle the morning of the event. Based on the information provided, a general reagent issue can be excluded. Based on the information available, the root cause for the high result was an issue with the micro-bead mixer which caused foam/air bubbles to form on the reagent.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned high results for 3 patient samples tested for elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module. Based on the data provided, the results for 1 patient are a reportable malfunction. The initial ft3 iii result was 20.34 pmol/l. The repeat result was 4.93 pmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft3 iii reagent lot number was 25785700 with an expiration date of 31-jul-2018. Calibration and qc results were acceptable. The field application specialist (fas) checked the instrument and found friction between the micro bead mixer and the bottom of the reagent bottle. After maintenance, the instrument performed as specified.